Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.9, second test inr = 4.4, third test inr = 5.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni, first test inr = 3.9, second test inr = 4.4, third test inr = 5.1, mean = 4.5, sd = 0.60, %cv = 13.5%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.